Manufacturer narrative:
(B)(4). The event of "left thyroid carcinoma¿ (not device related) is considered an unexpected adverse drug experience. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded.

Event description:
Healthcare professional reported that a subject has discovered thyroid problems (left thyroid carcinoma), deemed not related to the device, via physical examination approximately a month after they were injected in the chin with 4 ml of juvéderm® volux¿. The next month, subject were hospitalized for surgery. However, the specific of that surgery is unknown. Subject was put on "ebastine tablets 10mg" and "levothyroxine sodium tablets 112.5ug." Approximately four months later, subject was diagnosed with non-serious event of urticaria, deemed not related to the device and the event is recovering/resolving with no treatment noted.

Event description:
Additional information reported patient underwent thyroidectomy four days after admitted to the hospital. Patient was discharged five days after surgery. The event has been resolved without sequelae.